Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a grommet issue, a damaged grommet, a set screw with a rounded socket, a damaged set screw, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Noise episodes were witness in clinic. The lead was capped and replaced. It was also reported that during the ra lead replacement, setscrew of the implantable pulse generator (ipg) device was stripped and exhibited no torque sound when engaged by the wrench. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.